Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a fusiform 4.9 cm in diameter abdominal aortic aneurysm approximately 12 months ago. Vessel morphology was reported as the infra-renal angle of the aortic neck was 18 degree; the proximal aorta was 23 mm in diameter and 18 mm in length. The distal aorta was 32 mm in diameter. The right iliac artery was 14 mm in diameter and the left iliac artery was 21 mm in diameter. The right and left femoral arteries were 8 and 9 mm in diameter, respectively. The right and left iliac arteries were moderately tortuous with the right iliac having 10% stenosis and the left iliac having 35% stenosis. It was reported that a recent abdominal x-ray that showed evidence of stent graft kinking in the left contralateral limb. The cause of the kinking is unknown. The investigator noted that there was no intervention performed. No clinical sequelae were reported and the patient status is fine.

Event description:
Films were received and their evaluation was completed. Reviewed at the film review meeting: review of pre-implant films show that the proximal neck diameter is 23 x 24mm at the renals, and 26mm in diameter 2cm below the renals. The 4.5cm aaa contains thrombus (3cm lumen). The distal aorta is 2.2cm x 3.5cm with calcification. The left iliac is moderately tortuous; the origin of the lcia is abruptly angulated approximately 90deg laterally. The right iliac is mildly tortuous. X-ray images post-implant show that the ipsilateral limb is on the right side; there is an ipsilateral extension which measures approximately 9cm long x 15cm diameter. The (left) contra limb is extended by a limb extension which measures approximately 10cm long x 21cm distal diameter. There is an acute angulation (approximately 100 degree) of the contra limb 3cm below the gate; just above the proximal end of the contra extension. Recent x-rays shown little change from the previous x-ray. Cta shows that the location of the contra limb kink occurs near the origin of the left common iliac; the limb is compressed down to 14mm diameter. There is no thrombus or occlusion seen within any of the stent graft components. The cause of the kink appears to be anatomy related. The additional information received for this device has revealed that the stent graft has performed as intended and there are no issues or malfunctions associated with this device.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent graft kink). Patient's condition affected effectiveness of device (moderate tortuosity). Conclusions: device failure/lack of effectiveness related to patient condition (moderate tortuosity).